Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was attempted via the right femoral artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s scai shock stage and additional medical history were not reported. During the attempted insertion, a short sheath was initially utilized. The patient's anatomy was reported to be complex, with tortuosity through an iliac conduit that prevented advancement of the impella cp catheter and resulted in catheter buckling. The short sheath was removed and exchanged for a long sheath in an effort to improve access through the conduit. A guidewire was utilized; however, the impella cp device remained unable to be advanced through the vasculature. Due to the inability to successfully deliver the device, the procedure was aborted and the impella cp device was removed. An intra-aortic balloon pump (iabp) was subsequently placed for hemodynamic support. Product damage was reported as a kinked introducer sheath. The patient survived the event with no reported adverse clinical consequences or additional complications. Additional information received from the field representative: the field representative confirmed there was kinking noted to both the short and long introducer sheaths.